Event description:
It was reported that during follow-up of a pacer dependent patient; upon interrogation, the ventricular lead exhibited high thresholds and high impedance due to lead fracture. The lead was capped and replaced. No adverse events occurred to the patient.